Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Wetherefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucoselevel was 600 mg/dl. Customer experienced diabetic ketoacidosis in addition to high bloodglucose levels. Customer experienced issues with their infusion sets. The insulin pump will not be returned for analysis.